Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of remote transmission, it was noted that the implantable cardioverter defibrillator (ICD) and right-atrial (ra) lead exhibited low sensing of p-wave and noise over-sensing which resulted in inappropriate automatic mode switch (ams). No resolution was performed. There were no patient consequences. The patient would continue to be monitored.